Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent and one launcher guide catheter were used to treat the left anterior descending artery (lad). Approximately 13 days post procedure the patient suffered from rectal bleeding. The patient was treated with a medication change. The patient is recovering. The patient was taking dual antiplatelet therapy within 24 hours prior to the event.